Event description:
Patient representative reported "there was initially mild pain, occasional numbness and tenderness. In (B)(6) 2021, swelling and serum formation of the left breast then occurred. Since then, our client has suffered from severe recurring pain, muscle weakness, difficulty concentrating, circulatory disorders and cramps in both nipples. She also suffers from joint pain, which leads to movement disorders and severely hampers her everyday life. In 2021 patient found out of the recall for the risk of developing breast cancer they suffered of depression and cancer phobia and also of latrophobia and libido disorders because of strong pain." This record relates to the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "serum formation".

Event description:
Patient representative reported "there was initially mild pain, occasional numbness and tenderness. In (B)(6) 2021, swelling and serum formation of the left breast then occurred. Since then, our client has suffered from severe recurring pain, muscle weakness, difficulty concentrating, circulatory disorders and cramps in both nipples. She also suffers from joint pain, which leads to movement disorders and severely hampers her everyday life...in (B)(6) 2021 patient found out of the recall...for the risk of developing breast cancer they suffered of depression and cancer phobia..and also of latrophobia...and libido disorders because of strong pain." This record relates to the right side. Device remains implanted.